Event description:
A home pt's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the home pt initiated the initial drain cycle prior to connecting the transfer set to the pt line of the homechoice set. After receiving the alarm, the home pt connected to setup in an endeavor to clear the alarm. Baxter's technical service center assisted the home pt's spouse in ending therapy early. No pt injury was indicated at time of initial contact.